Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that the main charge capacitor had a broken internal strap. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and was beeping continuously. &#1288;ere was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it could not deliver a shock when prompted.